Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer did not take action as they did not believe their bg was low. Recommendation was made to consult with a healthcare provider to discuss diabetes management.